Manufacturer narrative:
Other applicable components are: product ID 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain and lumbar radiculopathy. The patient was feeling a shocking sensation for the past couple of months and on the day of the report the rep found open circuits on the leads. The caller and patient wanted to ask about the cause. The patient sits in a hot tub every morning and wanted to know if the heat from the water could cause opens circuits. It was reviewed that it would not be anticipated for the heat to cause a problem with the leads. The caller and patient would follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the rep did a reprogram on 2017-nov-01 using the functioning electrodes in the system. The rep stated the patient would follow up as needed. No further complications were reported.